Event description:
A company representative spoke with the customer via phone call, who reported that he was hospitalized, after he gave himself 300 units of insulin. The customer realized what he did and called the paramedics. Customer did not wish to be transferred for further assistance at the time of the call. Attempts were made on (B)(4) 2015 to contact the patient to obtain further hospitalization details, and voicemails were left with contact information.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.